Event description:
The customer reported the alarm has no power. Batteries have been replaced with a new supply. No visible damage to the outside of the case. The customer did not provide the date when this was found. No patient incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product did confirm the reported issue, the alarm did not power on when using new batteries. Unit powers up when using an external power supply and passes all function tests. However, one battery spring is bent and there is evidence of corrosion on the battery spring. The aqualert water indicator label has slid down from its original position. Note: instructions for use on battery installation has a warning statement: hold alarm vertically upside down to prevent battery spring from bending during battery installation. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. Always install a completely new set of batteries when the chirping due to low battery power sound begins. Do not replace a single cell, but all cells in the alarm. Do not mix old and new batteries, or battery brands within a battery pack (4 batteries). Use of mixed batteries or batteries installed incorrectly may cause battery damage, and may damage the alarm. Remove any alarm from use and send to the appropriate facility authority if batteries are damaged or corroded or the battery compartment has signs of previous battery corrosion such as white powder residue. (B)(4).